Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called to report that she was hospitalized on (B)(6) 2017 at 8:00 am due to hyperglycemia and diabetic ketoacidosis (dka). The customer reported that the blood glucose at the time of hospitalization was 33 mmol/l. The customer reported that the cause of hospitalization per health care professional was ketoacidosis. The customer reported that the his insulin pump was not working and he was giving boluses by himself. The customer reported that he started using the manual injections because his blood glucose were not going down. The customer reported that the blood glucose started at 18.4 mmol/l and went up to 22 mmol/l. The customer reported that he was in the hospital on tuesday and wednesday due to ketoacidosis and he thought that was due to bad dose of insulin but now he believes that it was due to insulin pump. The customer's current blood glucose was 28.7 mmol/l. The customer reported that he treated for high blood glucose with manual injections and also bolus using the insulin pump. It was reported that the customer was not wearing the insulin pump at the time of hospitalization. It was reported that the customer was off the insulin pump less than 48 hours prior to hospitalization. The customer reported that he was treated with bunch of fluids at the hospital and he was released. Troubleshooting was performed. The customer declined to check for the presence of leaks or air bubbles in the tubing or reservoir. The customer further declined to check the settings on the insulin pump. High pressure test was performed and the insulin pump passed the test. The customer further reported that he was not sure if the blood glucose was 32 mmol/l or 33 mmol/l at the time of incident. Customer was not able to complete troubleshooting at the time of the call. Therefore, the root cause of the customer's blood glucose issue could not be determined. Product is expected to return.

Manufacturer narrative:
Pump passed the functional testings including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Unit was received with normal operating currents and no unexpected low battery alarm noted. Pump was received with broken off the belt clip rails, scratched case, minor scratched lcd window, stained keypad overlay, cracked select button keypad overlay and pillowing keypad overlay.